Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the o-rings on the corail femoral neck trial inserts has not been cleaned properly and having small amount of dirt underneath them.

Manufacturer narrative:
Product complaint # : (B)(4). The information provided was evaluated. A field safety action was initiated to address this issue. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The issue will be monitored through post market surveillance reviews. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.